Manufacturer narrative:
The hvad pump (B)(4) was not returned for evaluation as it was retained by the site. Review of the manufacturing records confirmed that the associated device met all requirements prior to release. Log file analysis revealed low flow, high watt, vad disconnect, and vad stopped alarms as well as an increase in power consumption, confirming the reported event. There is no evidence to suggest that a device malfunction caused or contributed to the reported event. The most likely root cause of the high power event can be attributed to external factors such as thrombus formation. Based on the available information, no conclusion can be made regarding the root cause of the thrombus event; however, patient comorbidities, coagulopathies, and pharmacological factors are known to potentially contribute to these types of events. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Manufacturer narrative:
Log file analysis review - performed prior to pump exchange - date: (B)(6) 2016, dated (B)(6) 2016: current vad parameters: power consumption above normal operating range. Additional notes: 91 low flow alarms have been logged since (B)(6) 2016. The current low flow alarm limit is set to 2.0 lpm. 4 high watt alarms have been logged since (B)(6) 2016. The current high watt alarm limit is set to 11.5 w. 3 vad disconnect alarms have been logged on (B)(4) at the following times: (B)(6) 2016 at 08:31:40, (B)(6) 2016 at 10:05:55, and (B)(6) 2016 at 10:09:42. Waveforms indicate a decrease in power consumption of approximately 0.5w starting on (B)(6) 2016 below the normal operation range. An increase in power consumption was logged starting on (B)(6) 2016 above the normal power consumption range. Log file analysis review - performed following pump exchange - date: (B)(6) 2016, dated (B)(6) 2016: current vad parameters: normal power consumption. Additional notes: 2 vad disconnect alarms have been logged on (B)(4) at the following times: (B)(6) 2016 at 14:08:04 and (B)(6) 2016 at 14:08:37. (B)(4) was not returned for evaluation as it was retained by the site. Review of the manufacturing records confirmed that the associated device met all requirements prior to release. Log file analysis revealed low flow, high watt, vad disconnect, and vad stopped alarms as well as an increase in power consumption, confirming the reported event. There is no evidence to suggest that a device malfunction caused or contributed to the reported event. The most likely root cause of the high power event can be attributed to external factors such as thrombus formation. The most likely root cause of the high power event can be attributed to external factors such as thrombus formation. This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Per the instructions for use (IFU): high watts alarms, are an indication that the pump watts has exceeded the high power alarm threshold, may be indicative of thrombus or other tissue fragments in the pump, which are known potential complications associated with all patients implanted with vads as outlined in the labeling. The IFU addresses setting parameters for the high power alarm threshold, how to recognize high watt alarms and guidelines for optimal patient management (including therapeutic anticoagulation guidelines). Thrombus as a potential event that may be associated with use of the product. The instructions for use (IFU) and patient manual provide guidelines on proper usage of the hvad system and programming hvad pump parameters. Moreover, the IFU provides instruction to further educate the patient about product safety, alarm management, and anticoagulation recommendations. The instructions for use (IFU) addresses guidelines for optimal patient management including having adequate and stable preload available. Retains by site.

Event description:
It was reported by the surgeon that the patient's pump power consumption rose to 10 watts. Five minutes after a 10 mg bolus of tissue plasminogen activator (tpa) was administered, the power consumption increased to 25 watts and the pump then stopped. The patient was subsequently taken to the operating room (or) for a pump exchange. The exchange was performed successfully via thoracotomy and the patient was returned to the intensive care unit (ICU) in stable condition. Following the pump exchange, the surgeon noticed that the inflow and outflow grafts were clotted. Additional information received indicated that the patient is doing well and is in the "normal ward." Reportedly, blood tests revealed no laboratory signs of hemolysis. The pump will not be returned for analysis as the surgeon believes "thrombus is the clear reason." The patient's inr was in a normal range (between 2 and 3) prior to the event. More anticoagulation tests will be performed on this patient and clopidogrel may be added to the patient's medication regimen. No further information was provided.